Manufacturer narrative:
It was reported that the outcome of the patient at explant was survived. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
Section d4 serial number was corrected. Investigation summary: high purge pressure: the cause of the high purge pressure was most likely due to a kink based on returned data log analysis showing quick rise in purge pressure with sudden resolve. Tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: clinical rationale: a 79-year-old male supported with an impella cp for pre operative placement experienced a high purge pressure alarm on (B)(6) 2026. The patient had multiple runs of ventricular tachycardia overnight and the morning of the event on (B)(6) 2026. Placement had previously been verified by echo. Troubleshooting included monitoring motor current, reducing p levels (not performed), and replacing the purge cassette; however, cassette replacement did not resolve the high purge pressure condition. Based on the available information, the patient¿s tachycardia were attributed to impella use, and the persistent high purge pressure¿unresolved by cassette replacement¿necessitated pump explant. A definitive device related root cause cannot be confirmed without product evaluation; however, clinical factors including purge fluid composition and underlying patient instability may have contributed to the event.